Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Customer reported receiving an ER-3 message on the display of his adc blood glucose meter. Customer further reported that on (B)(6) 2017 he went out for a walk, but began to feel ¿dizzy¿ and had a ¿cold sweat¿ so he tried to perform a test but received the error message. Paramedics were called and upon arrival performed a test and noted he was having ¿very low blood sugar¿ (no reading provided). Customer was treated with juice from his refrigerator and transported to an emergency room. At the hospital customer was diagnosed with hypoglycemia and given additional ¿fast-acting¿ glucose liquid. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an ER-3 message on the display of his adc blood glucose meter. Customer further reported that on (B)(6) 2017 he went out for a walk, but began to feel ¿dizzy¿ and had a ¿cold sweat¿ so he tried to perform a test but received the error message. Paramedics were called and upon arrival performed a test and noted he was having ¿very low blood sugar¿ (no reading provided). Customer was treated with juice from his refrigerator and transported to an emergency room. At the hospital customer was diagnosed with hypoglycemia and given additional ¿fast-acting¿ glucose liquid. There was no report of death or permanent injury associated with this event.